Manufacturer narrative:
Further information from the reporter regarding event, product, or pt details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported approximately 2 months after injection in the mid face and tear trough with unspecified juvederm voluma as well as another unspecified juvederm product pt developed "excessive swelling around the eyes". At the time of swelling onset, pt was traveling abroad in (B)(6). Pt was prescribed antibiotics, which have not been effective. This is the same event and the same pt reported under MDR ID # 3005113652-2014-00026 (allergan complaint pr#(B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma.